Manufacturer narrative:
Corrected information: h6: component code (annex g). Summary of event: as reported, during retrograde intrarenal surgery (rirs) to remove kidney stones, the basket of an ncircle tipless stone extractor would not open and close properly. Several stones were able to be successfully removed before the device stopped functioning properly. The kidney stones were reported to be 1.5 - 1.8 cm. The procedure was successfully completed by using a new device. There were no adverse effects to the patient reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection along with a functional test of the complaint device has also been conducted. One device was returned in its packaging tray, in an open packaging. The device was returned with the basket formation in the closed position and would not open. The basket sheath was kinked near the distal end. The device was disassembled but would not actuate basket formation manually. The basket formation was removed from the basket sheath. The basket formation was not damaged or deformed. A .013 wire guide was inserted into tip of sheath with no difficulty. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the device history record was fully executed, and no other related complaints from the lot that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents were conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The product IFU provides the following information: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The kinked basket sheath was preventing the basket from extending/opening when the handle was functioned. The cause for the damage is unknown. Excessive force may have been inadvertently applied to the device; however, no information is known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during retrograde intrarenal surgery (rirs) to remove kidney stones, the basket of an ncircle tipless stone extractor would not open and close properly. Several stones were able to be successfully removed, before the device stopped functioning properly. The kidney stones were reported to be 1.5 - 1.8 cm. The procedure was successfully completed by using a new device. There were no adverse effects to the patient reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address: postal code: (B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.